Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It was determined that the reported difficulties and subsequent treatments appear to be due to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending coronary artery. A 2.0x18mm mini vision rx stent delivery system (sds) was advanced and resistance was felt with the calcified vessel and the guiding catheter. The stent dislodged from the balloon. An attempt was made to retrieve the stent with a snare device; however that attempt was not successful. Two more sdss, a 2.0 x15mm mini vision rx sds and a 3.00x18mm vision rx sds, were advanced in attempts to implant a stent proximal to the dislodged stent and embed it in the patient anatomy. Neither the 2.0 x15mm mini vision rx sds, nor the 3.00x18mm vision rx sds, was able to cross the lesion. A new vision sds was used to successfully deploy a stent proximal to the lost 2.0x18mm mini vision rx stent, trapping it against the wall of the vessel. The procedure was successfully completed with another new vision sds. There was no adverse patient sequela, however there was a clinically significant delay in procedure resulting in a total fluoroscopy time of 59 minutes. No additional information was provided.